Manufacturer narrative:
Per the clinic, it was reported that the patient underwent revision surgery in (B)(6) 2019 (specific date not reported). It is unknown whether the device was explanted. This report is submitted january 2, 2020.

Manufacturer narrative:
This report is submitted on march 31, 2020. (B)(4).

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 04 february 2020.

Manufacturer narrative:
This report is submitted on october 8, 2019.

Event description:
Per the clinic, the patient experienced intermittency with device use. Reprogramming attempts were made; however, the issue could not be resolved. Revision surgery has been scheduled (date not reported).